Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting muscle stimulation in a bipolar mode at high outputs. The ipg was also exhibiting high atrial thresholds. An invasive procedure found fluid in the atrial and ventricular ports. The physician elected to explant the ipg.